Event description:
It was reported that during a procedure, the tip was sheared off and inside the biopsy site. The pt is electing for removal of the tip. At the time of the report, the pathology results were not available. Therefore, it was not known whether surgery would be necessary solely for the tip shear.

Manufacturer narrative:
The device has not been received for analysis. The batch record for lot number f11219413d1 was reviewed. All quality inspections and device specs were met.